Event description:
It was reported that 185 days following a coronary artery drug eluting stenting treatment procedure, the patient experience thrombosis. The physician placed a 3.0 x 32mm taxus express2 drug eluting stent for the treatment of a restenosed liberte' bare metal stent that had been previously placed in the proximal lad. At 185 days later, the patient experienced severe pain and a "thrombosed" proximal lad was found with thrombus back into the mainstem. The patient was reported to have ceased their plavix shortly before the onset of pain and subsequent admission to the hospital. The physician was able to successfully wire the lad using a 6 f voda 3.5 with a stabilizer and remove some of the thrombus with an export aspiration catheter. The physician then dilated the vessel where the taxus stent was using a 2.5 x 15mm maverick balloon inflated to 20 atms. Then two mini vision bare metal stents sizes 2.5x12mm and a 2.25x8mm were deployed in the distal portion of the lad, in the region of the lad where the liberte stent and the taxus express2 stent had been previously deployed. It was reported that this intervention obtained a reasonable result and timi 3 flow. The patient was returned to the ward and prescribed plavix.

Manufacturer narrative:
The complaint source confirmed that the product had been disposed and no analysis was possible. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.